Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. It is reported that the alcohol was not dry on the patient's fingertip when the test was completed. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.